Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during endoscopic surgery for rectal cancer surgery, when severing low rectal tissue , after fired, noted all the staples malformed with straight leg. Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.